Event description:
Customer reported that the insulin pump was dropped by the doctor and later she noticed that the screen was shattered. Customer stated that the screen has cracks that can be felt. Customer stated that she can read some of the display but the information on the end of the screen it partially blocked out. Blood glucose value is 264 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, severely scratched lcd window and cracked battery tube threads.